Manufacturer narrative:
(B)(4). Suspect lot numbers are r18h18054 or r18f18058. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in a clearlink continu-flo solution set. The foreign material was further described as dark in color and at a 60 degree angle in the tubing. This was identified when the nurse was priming the set with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot r18f18058 was manufacturing between june 19, 2018 and june 20, 2018. The lot r18h18054 was manufacturing between august 20, 2018 and august 21, 2018. The device was returned for evaluation. A visual inspection was performed and it was noted that there was a particle embedded in the tubing. The particulate matter detected in the fluid path was sent to the quality lab for analysis. The pm was determined to be burn resin. Resin is a raw material used in the manufacturing process. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.